Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description the unit showing: invalid serial number and panel connection lost at start-up. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. The ventilator alarmed with invalid serial number and panel connection lost at start-up. No patient involved. The logfiles provided do not include data from the date of the reported event. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. The root cause was identified as a defective esm vup, which was subsequently replaced. Following the replacement, the device functioned as intended. Hamilton medical ag considers this case closed.